Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to   improper component placement and occlusion.

Event description:
The following was reported to gore: on (B)(6) 2020, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was discovered that iliac extender component (pll161407j/21509662) unintentionally covered the right internal iliac artery, partially. The patient tolerated the procedure. No comment was provided from the physician regarding the cause of unintentional coverage.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.